Manufacturer narrative:
H4: manufacture date is unknown; no information could be found from the serial number provided. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump was alarming with a red screen and triangles. The battery door was opened or closed and pump powered back on. There was no patient harm. The event occurred while in use with patient at patient's home. The operator of the device was a health professional.

Manufacturer narrative:
G1 - contact office zip code: corrected to 55442 h3: neither sample nor pictures were received for the analysis of this complaint. Without the return of the product a comprehensive failure investigation cannot be performed, and a probable cause cannot be determined. If the product is returned, the manufacturer will reopen this complaint for further investigation. The service history review had no indication that the complaint was related to a service of the device within the review period.